Event description:
It was reported the biomed was doing a functional test of the device and found the sensitivity is out of specification. The device is being returned for repair/calibration. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.